Event description:
It was reported that during a da vinci-assisted surgical procedure, the white tip on the harmonic ace was found to be loose, and had to be replaced. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the customer confirmed that no fragments fell into the patient¿s anatomy, and the patient has not returned to the hospital due to experiencing any post-surgical complications related to the retention of foreign material. The customer could not disclose and patient demographic information.

Manufacturer narrative:
The harmonic ace instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have teflon pad damage. The teflon pad was torn at the distal end of the pad. There was material missing as a result. The missing piece measured approximately 0.0980 by 0.0275 inches. Additionally, the instrument was found to have blade damage at the midpoint of the blade. The blade edges were indented. The cutting edge did not exhibit any signs of corrosion that would have contributed to the blade damage. The complaint was confirmed by failure analysis. The probable root cause of the teflon pad damage is attributed to use conditions. Thermal damage is caused by heat generation when activating the harmonic ace blade with little to no tissue between the pad and the blade itself.